Event description:
During a pci procedure, the maverick 3.00x12mm balloon ruptured at unk atms on the second inflation. The atms on the first inflation is unk. The lesion being treated was a 100% stenosed, calcified, mid right coronary artery (rca). The procedure was completed using a different device. There were no pt complications reported. The pt status is listed as "good".